Event description:
It was reported to boston scientific corporation on the event dtae, that a microknife xl triple lumen needle knife device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on the same day. According to the complainant, "upon trying to resheath the microknife after the papillectomy, the sheath did not go over the needle. The physician placed the needle partially in the [endo]scope, then pulled out the scope and microknife together to avoid pt injury and [endo ]scope damage." The procedure was successfully completed with a different device (product and manufacturer unk). Although the pt's condition at the conclusion of the procedure was reported as "unk" there were no pt complications reported as a result of this event.

Manufacturer narrative:
(Unable to sheath needle). According to the complainant, the suspect device has been discarded. A device evaluation cannot be performed; therefore, the cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints recorded for this lot. The 2008 15-month needle knife sphincterotomes product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable was noted.